Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was located between 15 cm and 65.5 cm from the catheter tip. Continuity testing confirmed a full open condition of the proximal circuit in y-adapter. It was also found that the distal circuit was continuous and that the proximal circuit was continuous from the proximal electrode to just distal side of y-adapter. No visible damage or abnormality was observed from the catheter body, balloon, windings, or returned syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the swan ganz catheter was unable to pace from the beginning of use during tavr procedure. The cable was replaced but the problem was not solved. Then, the catheter was exchanged and the problem was solved. It was confirmed that a new stick via femoral vein was needed to insert the second catheter in this case. It is unknown if the patient had cardiac conduction defect or not. Additionally, it was confirmed that the valve used in this case was an edwards product but there was no allegation of device malfunction or adverse event related to thv components from the customer. Patient demographic information requested but not available. There were no patient complications reported.